Event description:
It was reported that the spindle cap broke on the implant during the procedure. The device was replaced with a new implant and the procedure was completed successfully. The device will not be returned for analysis as it was disposed of by the facility.